Event description:
The info received from the distributor stated: "the port has been removed because during the therapy they found out that the catheter was broken in the point where the catheter go through the collarbone and the first rib."